Event description:
I had lasik surgery done on (B)(6) 2023 at lasik plus in (B)(6). I had only ever heard good things about this procedure from family and friends and the internet and was excited to have perfect vision. The bad side effects were only given to me on the very last page of the paperwork and never mentioned during my consultation. I signed the paperwork fully believing I would find success because everyone I knew had full success with the surgery and was led to believe only a very small percentage of people were left with permanent side effects. I was so very wrong. Also my vision now tests 20/15 without glasses, my vision is uncomfortable to say the least, my eyes are sensitive to light and no longer like the shades open to let outdoor light in, I developed floaters in my eyes, I see glare and starburst affect when looking at light sources and have tenderness in one of my eyes a lot of the time. My night vision has had the most impact. As streetlights start to come on and people start to use headlights on their cars and it becomes darker in the evening, I find it difficult to be out of the house and can hardly drive because of this towards evening time. People should not be led to believe lasik is the safe surgery it is advertised to be. After I started to have these symptoms, I read more and more about others who experience similar or worse symptoms and some who have even committed suicide. It has definitely affected my quality of like as well as others. As a result of the surgery I have fallen into deep desperation and anxiety, even so much so that I am now on anti depressant and have had to seek profession therapy to try to improve my quality of life a little more. The negative side effects should be brought to patients attention as no one should be left to live like this regretting because they did not have all information they should have. [Dx h52.12; tx s0800]. Lasik plus.